Event description:
A caller reported experiencing an occlusion alarm on their insulin pump, with more than one previous occurrence of the issue. The customer's blood glucose level exceeded 500 mg/dl, but the specific value was unknown as it displayed as "high." To address the elevated blood glucose level, the customer performed a correction injection via multiple daily injections (mdi) and cleared the alert before resuming insulin. There was no requirement for third-party assistance, and the customer did not experience frequent occlusion issues.